Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported slave cable port problem; ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Stylus retainer that holds stylus pen in place on the bulkhead is broken. Stylus pen could not be calibrated. System error found in the programmer error log. Analysis could not confirm the reported vga (video graphics array) port connection issue.

Event description:
It was reported that the slave cable port and the vga (video graphics array) port on the programmer were not connecting with cables all the time and that there was possibly a damaged port. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.